Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was partially extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead failed to extend completely after multiple repositioning attempts. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.